Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported turning off stimulation for surgery and now felt that the settings were not setup right. She noted an increase in foot pain and new pain in buttock area. She was implanted for the foot pain and had never had any foot pain since implant, but after surgery the foot pain gradually returned and she was not able to get it to cover the foot pain. The new pain in the buttock area was extreme buttock pain and when she decreased stimulation, pain in buttock got worse. She had surgery on (B)(6) 2016 for nerve ablation where she believes they burned nerves at l4-l5 and l5-s1 to help with the back pain. The consumer was able to use the patient programmer and verified stimulation was on. She was on program a, group 1 with a setting of 4.4 increased to 4.8 and noted when she decreased stimulation, she has an increase in buttock area. When she increased stimulation, she felt like the left dies. On group 2, she increased from 6.3 to 10.5 and stated stimulation does not hardly touch her feet where she needed it. Prior to surgery stimulation was covering her foot pain. The consumer was directed to contact her doctor for possible reprogramming. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.